Event description:
Philips received a complaint by the customer on the v60 indicating that there were touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer attempted a calibration, but this did not resolve the reported issue. The remote service engineer (rse) provided the part number for a touchscreen to the customer. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.